Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, section h6: health effect - impact code, and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
Additional information was received on 17 jan 2024: a different closure device was used to complete the procedure.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the dilator and sheath would not connect together upon trying to place the dilator in the sheath. Therefore, the device could not be used as it did not function properly. The patient was stable and the procedure successful. The procedure was a heart catheterization. There was no blood loss. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.